Event description:
It was reported to philips that the allura system didl not bootup properly. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not bootup properly. Upon further inspection, the fse found that the hard drive for the host computer is not lighting up. Fse decided to make fco wo for fco 72200566 and order the drive bay. After that, the fco will fix the issue. There is a reoccurrence of the issue in other case where fse replaced the host pc and performed functional checkout and returned system to service. The codes were updated based on the investigation outcome.